Manufacturer narrative:
The returned device was evaluated. During evaluation, the unit was able to power on using batteries; however, led segments on the led digits failed to illuminate. Internal inspection isolated the failure to two components (d4 and d5) of the instrument board. A service history record review reveals that this unit was in the field for over three (3) years with no previous reported issues prior to this reported event.

Event description:
It was reported that the numeric display had missing led segments. Per the customer, the missing segments causes one number to look like another number. No known impact or consequence to patient was reported.